Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 98-120mg/dl fasting. Verified the strips expire 07/24/2017. Customer confirms the strips are stored properly and were first opened 1 week ago. Customer performed back to back blood test 80mg/dl and 80mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:none with meter's memory customer calling stating his meter is reading result the considers are low for him. Customer meter read a result of 92 mg/dl this morning fasting (B)(6) 2015. Customer's normal expected blood results are 98-120 mg/dl. Some results from meter's memory have the wrong date. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 98-120mg/dl fasting. Verified the strips expire 07/24/2017. Customer confirms the strips are stored properly and were first opened 1 week ago. Customer performed back to back blood test 80mg/dl and 80mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:none with meter's memory. Customer calling stating his meter is reading result the considers are low for him. Customer meter read a result of 92 mg/dl this morning fasting on (B)(6) 2015. Customer's normal expected blood results are 98-120 mg/dl. Some results from meter's memory have the wrong date. Adverse event not reported.